Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-06. H.6. Investigation summary: three photos, two used needle products attached to syringe, six needle representative samples, and one medication bottle was received by our quality team for investigation. Holes were observed on the medication stopper vial and red substance from the medication stopper vial inside the syringes. The two used needle products and six needle representative samples were subjected to visual inspection to check on the cannula. A cannula hooked point was observed on the two used needle products and no abnormalities were observed on the six needle representatives. Therefore, the customer experience was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed and probable root cause of the cannula hooked point may have come from the shield loading process, a toppling of rack which hit the cannula tip, or poor material handling during cannula cassette loading. Improper loading of the shield to the part may have caused the shield to hit the cannula causing the cannula damage / hooked point. The cannula hooked point could have also been due to the toppling of the rack which could have hit the cannula tip. The rack could have been put back to the upright position by the production technician instead of being disposed of.

Event description:
It was reported that 5 needle 18g 1-1/2in tw contained foreign matter due to coring. The following information was provided by the initial reporter: "after drawing chemo drug via 302032(18g needle), a lot of coring occurred in the stopper of vial."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 needle 18g 1-1/2in tw contained foreign matter due to coring. The following information was provided by the initial reporter: "after drawing chemo drug via 302032(18g needle), a lot of coring occurred in the stopper of vial."